Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the data and confirmed patient #(B)(6) did not have any data as the rerun was performed by another laboratory. For patient #(B)(6) data, fse noted slight difference on previous results customer reported; first run result was 115.9 miu/ml and not 112miu/ml as formerly reported, the reran sample was 6136.6 miu/ml and not 6000miu/ml, result after redrew was 12705.8miu/ml and not 12000miu/ml which is consistent within the three days draw for beta human chorionic gonadotropin (bhcg); hence no issue identified. Patient # (B)(6), no data available, no data available , no data available. Patient # (B)(6), 115.9 miu/ml, 6136.6 miu/ml, 12705.8miu/ml. On the other hand, the customer also reported calibration failures for ft4 and tsh and having to frequently calibrate the assays. Prior to fse arriving onsite, fse instructed the customer to decontaminate the analyzer including the substrate line. When fse arrived onsite the customer reported no further issues with tsh and ft4. Fse instructed the customer to run precision on two patient samples that required dilution and no issues found. Fse reviewed the customer storage and procedures, and no issue was found. No issues found with the analyzer. Fse completed qc without error and within acceptable range. The customer later called back and reported out of range qc for ft4. When fse arrived onsite, fse found the filters were not removed during decontamination, the customer was unaware that the filters needed to be removed which could have likely caused contamination. Fse removed the filters and decontaminated the analyzer. Fse replaced the existing filters and validated the analyzer by successfully performing qc run for ft4 without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 29jul2021 through aware date 29aug2022. There were no similar complaints identified during the search period. The st bhcg test code (B)(4), analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack bhcg, the highest concentration of total beta hcg measurable without dilution is 400 miu/ml, and the lowest measurable concentration is 0.5 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 miu/ml. The most probable cause of the reported discrepant bhcg results could not be established, the reported ft4 & tsh calibration failure & out of range qc for ft4 was due to biological contamination.

Event description:
A customer reported potential discrepant patient results for beta human chorionic gonadotropin (bhcg) on the aia-900 analyzer. The customer stated the problem occurred on two patient samples. No result was provided for patient #(B)(6), but patient #(B)(6)initially reported 112miu/ml first run, then 6000miu/ml after same patient sample retest 2 days later, then another sample was drawn and result was 12,000miu/ml. The customer confirmed quality control (qc) for bhcg was within acceptable range with successful calibrations; the customer suspect problem is occurring with diluted samples. The customer also reported calibrating failures for thyroid stimulating hormone (tsh) and free thyroxine (ft4). Patient # (B)(6), no data available , no data available , no data available. Patient # (B)(6), result#1-112miu/ml, result# 2-6000miu/ml, result#3-12000miu/ml. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient result.